Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 873265012, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 873213001, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the procedure. There were no device malfunctions associated with the explanted aus. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.